Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that surgeon revised right hip due to infection. Washed out and replaced with a new liner of same size. All other components remained implanted and were well fixed.